Event description:
Based upon additional information received on 22-nov- 2017, the suspect product synvisc was deleted. Also, the case initially assessed as non-serious was upgraded to serious as the serious event of device malfunction with the seriousness criterion of important medical event was added. This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 13-nov-2017 from a non-healthcare professional. This case concerns a female patient of unknown age who received treatment with synvisc one and later after unknown latency had massive effusions; also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection once (dose and indication: unknown) (batch/lot number: 7rsl021; expiry date: unknown) into the left knee. On an unknown date, after unknown latency, the patient had massive effusions. It was reported that the patient had to go to the emergency room a couple of times. Corrective treatment: not reported for both the events. Outcome: unknown for both the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed. Corrective and preventive actions would be implemented. Seriousness criterion: important medical event (ime) for device malfunction additional information was received on 22-nov-2017. The serious event of device malfunction with the seriousness criterion of ime was added with details and the case was upgraded to serious. The suspect synvisc was deleted. The gptc results were added. Clinical course updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment follow-up dated 22-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later massive effusions. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.